Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed constant upstream occlusion and downstream occlusion errors. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "constant upstream occlusion errors" was not reproduced. The device was tested for upstream occlusion detection testing and it passed. Event history log was completed and in the last days if customer use, multiple occurrences of "upstream occlusion!" Alarms were recorded, however, upstream occlusion detection testing failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. During functional testing, the reported problem "downstream occlusion errors" was not reproduced. The device was tested for downstream occlusion detection testing and it passed. Event history log was completed and in the last days if customer use, multiple occurrences of "downstream occlusion!" Alarms were recorded, however, downstream occlusion detection testing failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.